Manufacturer narrative:
The device was received for analysis. The analysis of the product is not yet available. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is expected to be returned for analysis; however the device has not yet been received. The lot number reported, 27055817 was found to be not valid. Therefore, a DHR could not be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was hole the size of a pin in the balloon of a 5x30mm saber pta catheter. It was not used in the patient. Opened a saber balloon and completed the case. The device will be returned for analysis. Product was stored as per labeling. Balloon was opened in sterile field. There was no difficulty removing the balloon from the hoop or in removing the protective balloon cover/stylet. There were no other damages noted other than the pinhole. There were no damages noted to the packaging. The device was prepped normally with no anomalies noted, and the balloon was not inflated during prep. The brand of indeflator used was not known.

Manufacturer narrative:
Complaint conclusion: there was hole the size of a pin in the balloon of a 5x30mm saber pta catheter. It was not used in the patient. Opened a saber balloon and completed the case. The device will be returned for analysis. Product was stored as per labeling. Balloon was opened in sterile field. There was no difficulty removing the balloon from the hoop or in removing the protective balloon cover/stylet. There were no other damages noted other than the pinhole. There were no damages noted to the packaging. The device was prepped normally with no anomalies noted, and the balloon was not inflated during prep. The brand of indeflator used was not known. One non-sterile unit of saber 5mm30cm 150 was received coiled inside a plastic bag. The balloon was received deflated (apparently balloon was inflated/deflated). Per visual analysis, no damages were observed on balloon. Blood residues were observed on device. Leak test was performed, and a leakage was observed in the hub during test. Microscopic analysis was performed, the saber catheter was inspected under vision system and no damages were observed on balloon, however, a cracked condition was observed on hub. Sem results showed that the crack passed through the thickness of the hub. Transversal view of the fractured section of the hub showed a pattern that shows a plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. DHR review could not be performed due to lot number correct was not provided. The reported ¿balloon- leakage¿ was not confirmed as no damages were found on balloon during the analysis. However, a leakage was observed on hub during the functional test due to a cracked condition. The exact cause of this failure could not be conclusively determined. However, procedural factors may have contributed to the hub crack found as evidenced by tensile fractures during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.